Manufacturer narrative:
(B)(4). The customer returned the pump for an alleged high bg event on (B)(6) 2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus. A water-filled reservoir was used during the test. No air bubbles anomaly noted. The pump was cut open to perform a visual inspection. Found light moisture damage on the vibrate harness assembly, motor, force sensor, pcba 1, and on the inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, partially broken retainer, cracked reservoir tube lip, cracked battery compartment, cracked battery tube threads, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. High bg anomaly is not confirmed. The pump passed all functional testing however, moisture damage was found during the visual inspection. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that harm reported, with no allegation of device deficiency occurred. There was an allegation of hyperglycemia as a result of this event.